Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm and experienced sensor glucose versus blood glucose differences with threshold suspend. Customer also received a blank screen display. Customer's blood glucose was 175 mg/dl. After troubleshooting for blank screen display, display screen did not return. Customer was advised that insulin pump would need to be replaced.